Manufacturer narrative:
After further review of this submission, it has been determined that this is not a reportable complaint.

Event description:
It was reported that during surgery, the t1 would not deploy then the surgeon found t1 was stuck at the needle tip. No patient injury or complications were reported.